Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25 mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient¿s baseline rhythm was sinus, with no prior history of conduction disorders including right bundle branch block (rbbb), left bundle branch block (lbbb), or atrioventricular (av) block. It was noted that there was calcification extending beneath the aortic annular plane into the interventricular septum. The membranous septum length was not measured. The valve was positioned using the cusp overlap view (cov) technique, where the inflow edge of the constrained valve within the capsule was aligned at the base of the aortic annulus, and the pigtail position was confirmed at the bottom of the non-coronary cusp (ncc). The valve was successfully implanted with a final implant depth of 4 mm. It was reported that the patient remained hemodynamically stable, and no clinically significant delays were reported. During the procedure, the patient developed a conduction disturbance. A temporary pacing wire was placed, and the patient left the catheterization lab with the temporary pacemaker in place. The patient was monitored for 48 hours, including an additional day of hospitalization for rhythm observation. Due to persistent conduction abnormalities, the decision was made to implant a permanent pacemaker on (B)(6) 2026. The patient status was reported as stable.